Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced post-op complications including necrosis and underwent wound debridement. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned, remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral breast augmentation mastopexy using a full vertical and horizontal t incision. Two pieces of galashape (galaflex 3d) were used. Concomitant procedures included liposuction to lateral breasts, mons pubis, flanks and love handles. On (B)(6) 2020, right breast necrosis was reported. Patient received medication (topical silvadene) and on (B)(6) 2020 had right breast wound debridement. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported breast necrosis as likely related to the device and serious.